Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Pump also received with black spot/damaged pixels on the left side of the lcd screen due to a cracked lcd. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, received with moisture damage on the motor/force sensor/keypad assembly. Pump received with scratched case, pillowing keypad overlay, missing display window cover, keypad overlay texture damage, faded serial number label, cracked glass, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had water under the display after she went to swim at the sea. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.